Event description:
Account states that the bed doesn't send a nurse a call when the bed exit alarms.

Manufacturer narrative:
Account states that he has swapped out the comm cable, but the problem remains. Account isolated the pendant and the siderails, but the problem remained. Account replaced the sidecom board to resolve the problem with the bed, not sending a nurse call to the nurse's station when the bed exit alarms or when the nurse call switch was pressed on the siderail. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.